Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the needle hub cracked. A new needle was used without issue. No patient complications or injury reported.

Manufacturer narrative:
(B)(4). The customer returned a single introducer needle for evaluation. Visual examination of the needle revealed two cracks along the body and tapered section of the luer hub. No damage was observed on the needle cannula. Microscopic examination revealed one large crack extending from the luer thread down to the luer taper and another smaller crack emanating from the luer thread. The needle hub was tested for leaks by attaching a lab syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record (DHR) review was performed on the introducer needle and no relevant manufacturing issues were identified. The customer report of a crack in the needle hub was confirmed by visual examination of the returned needle as multiple cracks were observed on the needle hub. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to address this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the needle hub cracked. A new needle was used without issue. No patient complications or injury reported.